Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six photographs. The visual inspection of the returned photos noted what appeared to be infectious reactions after surgical procedures involving a device. This complaint was received as part of a batch report. There were returned devices whose sterility was investigated. During this investigation, no nonconformance¿s were found. A review of the device history report could not be performed, as no lot number was reported for the product. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was post-operative infection due to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.